Event description:
Literature was reviewed regarding the impact of digoxin use following left ventricular assist device (vad) implantation. The authors described deaths in patients on digoxin and those not on digoxin; however, the causes of death were unknown. There were patients who experienced worsening renal function, hyperkalemia, gastrointestinal bleed (gib), and right ventricular (rv) failure. Gib was defined with clinical evidence of bleeding (positive fecal occult blood testing, melena, hematochezia, hematemesis and/or the presence of blood in the gastrointestinal tract on endoscopic evaluation, video capsule endoscopy, or bleeding scan) accompanied by a decrease in hemoglobin. Rv failure was defined as evidence of elevated central venous pressure (cvp) along with clinical manifestation such as peripheral edema, ascites, worsening renal, or hepatic dysfunction. The status of the vads is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/57 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of digoxin utilization on clinical outcomes following left ventricular assist device implantation. The international journal of artificial organs. 2022. Vol. 45(11) 919¿926. Doi: 10.1177/03913988221112684. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.